Manufacturer narrative:
The reported event of helix mechanism issue was confirmed and the reported event of failure to capture was not confirmed. A complete lead was returned in one-piece. Visual examination found the helix extended and clogged with blood/tissue. X-ray examination of the helix mechanism was normal with no anomalies found. The cause of the reported events was isolated to the helix being clogged with blood/ tissue. Electrical testing was normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead helix was damaged. The ra lead also exhibited a high pacing threshold, which resulted in loss of capture. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient was in stable condition.